Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2025, and the left lead was repositioned, and the right lead was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.